Manufacturer narrative:
The pump, 2020475, was in use from (B)(6) 2021 to (B)(6) 2021 (14 days). The patient was originally implanted on (B)(6) 2021 and had multiple pump exchanges due to deposits in the pump.

Event description:
We were informed by the clinic that a patient that was implanted in the lvad configuration had an adverse event on (B)(6) 2021. The clinic reported that the patient who has alcapa suffered from two hemorrhagic cvas. The patient is now under palliative care. We got no detailed information about the circumstances of this case. The patient had subdural bleeding with consecutive parenchymal bleeding and died on (B)(6) 2021. The device performed as intended at the time of the event. However, there were deposits seen in the blood chamber.